Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer had allegedly given false negative readings on their infant son. The device allegedly gave readings ranging from 36.5 to 38.9°c. The child later had a febrile seizure and was taken to the hospital where a fever of 38.0°c was confirmed. The child was admitted to the hospital for three days. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.